Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a capped right atrial (ra) lead due to fracture and MRI compatibility. An active ra and rv lead were present within the patient but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made to the superior vena cava (svc) and stalled. It was noted that a crack was visible on the glidelight handle; thus, a new 14f glidelight device was utilized. Next, using the 14f glidelight, progress was made through the svc, and while applying traction with the lld ez, the lead released from the heart. However, the patient¿s blood pressure began to drop, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy, and a ra perforation was discovered and repaired. The patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of the lld ez in use during the procedure.